Event description:
It was reported that the patient presented for routine device change out. During the pre-procedure check, the parameters were within normal range. The right atrial (ra) threshold was unattainable due to the patient's persistent atrial fibrillation. Review of the patient chart noted that the ra lead insulation was repaired during the last device change out on (B)(6) 2016. During the procedure on (B)(6) 2026, the physician observed and insulation breach on the ra lead and the ra lead was capped. The patient was stable throughout.